Event description:
It was reported that during a percutaneous dilatation of the nephrostomy tract to remove a broken double j catheter that had been indwelling for 7 months (off-label use), the catheter balloon ruptured at 8atm. While attempting to remove the catheter the distal part of the balloon detached and stayed in the calcified renal vessel. The indwelling piece of the dilatation catheter as well as the double j catheter were removed surgically without further complications being reported.